Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufactures investigation conclusion: the reported event of a driveline power fault alarm was confirmed. The log files spanned approximately 6 hrs ((B)(6) 2021 from 09:55 to 15:27 per the timestamp). A driveline power fault activated throughout the log file due to broken power b fault. When the alarm first activated on the log file, the current sense for a was ~0.324 and current sense for b was ~0.017. The alarm resolved shortly after disconnecting the driveline on (B)(6) 2021 at 15:27 for a controller exchange. The alarm did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The returned modular cable was connected to a returned controller and the driveline power fault alarm was reproduced. However, the alarm could not be reproduced again. The returned cable was operated on a mock circulatory loop and no alarm was reproduced. The integrity of the internal wires of the modular cable was tested which passed without any issue. A root cause of the reported event was not determined through this analysis. A review of the device history records revealed the device met applicable specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including driveline power fault. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the modular cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2021 with driveline power fault alarms. The upper portion of patient's driveline was completely taped starting from about 1 inch from exit site. Log file submitted confirmed driveline power faults on (b)(60 2021. The patient¿s modular cable and controller were exchanged. After the modular cable and controller exchange, additional log file submitted revealed driveline fault had cleared. No additional information provided. Related manufacturer report number: pump MFR # 2916596-2021-05373 and controller MFR # 2916596-2021-05131.